Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found a gel like substance in the probe. The fsr resolved the issue by cleaning the clogged cuvette wash nozzle #1 #4 and #5 and replacing the dirty alinity cuvette dry tip. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the cuvette wash nozzle #1 #4 and #5 and the alinity cuvette dry tip did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac04802 or the cuvette wash nozzle #1 #4 and #5 or the alinity cuvette dry tip were identified.

Event description:
The customer observed falsely elevated alinity c glucose and creatinine2 results generated on the alinity c processing module for multiple samples. The following data was provided: sample 1: glucose: initial result = 320 mg/dl, repeat = 120 mg/dl sample 2: creatinine: initial result = 13.0 mg/dl, repeat = 0.9 mg/dl no impact to patient management was reported.